Event description:
(B)(4). Right after essure was implanted, I had heavy bleeding, sharp stabbing and poking in pelvic area, itchy, intense hot flashes, and shooting pain into thighs. I did as little as I could everyday so I wouldn't hurt. I couldn't even lift my children with out being in pain... Mind you I had a (B)(6) and (B)(6) at the time. My doctor said she thought it could be from one not being in place. She did a bilateral salpingectomy and realized one had perforated my tube. She removed them and told me that she had pulled on one to remove it. After surgery my pain got extremely worse. My doctor didn't believe it was anything even with breaking out with hives all over my abdomen and my lips swelled so big I couldn't talk. I had to get a steroid shot from my pcp and went to a dermatologist for my hives. Went to an ER that did a CT scan that showed I had a fragment embedded in my uterus and had to get a total hysterectomy.